Event description:
Flash fire reported during procedure. Narrative from user: the laser was being used to debulk tissue in the obstructed left main stem airway of the patient who had significant stenoses from radiation for treatment of lung cancer. This procedure was performed in the operating room under general anesthesia with use of a bronchoscope and a laser beam passed through an endotracheal tube. The patient's compromised pulmonary function required supplemental oxygen delivery during the procedure and while the laser was in use, there was a sudden flash of light, resulting in an airway fire and a burn injury to the airway. The patient was stabilized and remains stable.

Manufacturer narrative:
Laser has been fully evaluated by angiodynamics service department and found to be operating fully within specification. No anomalies found. Calibrated power measured at 25.0w setting = 24.53w output. Section 11 of d15plus/d30plus user manual provides the following explosion hazard warning: "avoid using flammable or explosive anesthetic gases that may be ignited by the laser. Avoid using other flammable or fume-emitting substances (e.g. Ether, iodine solution, collodion, and alcohol) in the operative field."